Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024. The infusion set had been used for 5 hours.the blood glucose level was over 400 mg/dl with presence of high ketones at the time of event. Therefore the patient was treated with multiple dailiy injections (mdi), intravenous (IV) and fluids of saline and insulin. No further information was available.